Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4) - see section d for any product information received. Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Twenty five mm drill bit used, drill caught surgeon's glove, surgeon's hand twisted and screw bent to approx 90 degrees. Piece and drill removed from surgical field. Approximately 10 minute delay from above. No adverse event.

Manufacturer narrative:
The device associated with this report was not returned. Provided information states the drill bit caught the surgeon's glove, surgeon's hand twisted and bent the drill bit. A complaint database search has identified a trend for this failure within the 2274 quickset drill family. As a result of trending health hazard evaluation, (B)(4) was conducted. The investigation did not establish the need for corrective action. No evidence was found of product or design error as a contributing factor. Complaints will be monitored under sep 419 post market surveillance. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.